Event description:
It was reported that the customer experienced an issue with the touchscreen of their pump, which became unresponsive. Customer's blood glucose was 234 mg/dl. The customer successfully resolved the touchscreen issue by performing a pump reset, with guidance provided by technical support.